Manufacturer narrative:
As reported, the optifix straight device fastener got stuck, did not fixate. Videos provided shows the surgeon attempting to fixate the mesh to the tissue, the fastener deploys but did not fixate the mesh. It appears that proper counter pressure may not have been applied, however the videos do not assist in determining root cause. The subject device was not available for evaluation. Based on the information available and without having the sample to evaluate, a definitive root cause could not be established. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure, the surgeon used an optifix fixation device to fixate the mesh. It was reported that when the device was fired, the fasteners seemed to be stuck and unable to release several fasteners. A sorbafix device was used to complete the procedure. There was no patient injury. As per the video provided, it can be seen that a fastener did not fixate the mesh/tissue, and the surgeon removed the fastener.